Event description:
It was reported that the ventilator alarmed for high o2 concentration. Alarms for high airway pressure was found in logs. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs confirms the reported clinical alarms. The root cause of the reported event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).